Manufacturer narrative:
Follow-up # 1, [date of submission 06/08/2011] - device evaluation: the pump was returned and evaluated by product analysis on 05/13/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. All keypad buttons activated desired pump functions during testing. There was no evidence of keypad adhesive found under the key contacts. No defect found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4). Device manufacture date - 02/2011.

Event description:
It was reported that the buttons are not responding.